Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that an rhv was attached to the hub of the catheter and procedural fluids was noted. The device was flushed and procedural fluids was noted from the distal catheter. A patency mandrel was advanced through the inner lumen of the device. Resistance was noted during the insertion of the mandrel. The device was soaked in warm water, and the mandrel was inserted again. Resistance was still noted. The device was cut at the area of resistance and procedural fluids and polytetrafluoroethylene (ptfe) damage was noted. In the case of this complaint the inner lining (ptfe) was damaged inside the lumen. Ptfe then became blocked within the lumen leading to the reported and analyzed catheter shaft blocked/occluded. However, the review and analysis of all available information failed to indicate an assignable cause or probable assignable cause of the issue and the manufacturer continues to investigate the matter.

Event description:
Based on the investigation of the returned product, it was found that the catheter polytetrafluoroethylene (ptfe) inner lining was peeling. There was no impact to the patient.